Event description:
Information was received from a patient regarding an external device. The reason for call was a blank and unresponsive controller. Patient reported their controller battery was low last night, although everything was working fine, so they plugged it into ac power supply. Patient stated when they woke up this morning the controller screen would not power on. Patient mentioned they had removed the battery pack and placed 2 aa batteries in the controller but the screen still would not turn on. Agent had patient remove the batteries and plug the controller into the ac power supply. Patient confirmed the controller did not power up and the green light on the power supply was flashing. Patient unplugged the controller and confirmed the ac power supply light continue blinking slowly. Patient inserted the aa batteries again and the controller did not powered on. The issue was not resolved. A replacement controller and ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745; serial# (B)(6); explanted: product type programmer, patient analysis of the programmer, model 97745 , s/n (B)(6) main board dead and replaced main board due to no power. Replaced scratched lcd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.